Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a pedicle probe was twisted while being inserted into the pedicle during surgery. An alternative probe was used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
UDI number: (B)(4). The returned probe was evaluated. The tip was found to have twisted as reported. The cause is likely attributed to the patient's hard, sclerotic bone as this would have subjected the device to higher forces beyond its mechanical capability. A review of the DHR did not reveal any manufacturing related issues which would have contributed to this event.